Event description:
It was reported that an unexpected reset occurred. Customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. Bg level was corrected with a bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy.